Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported an unsuccessful attempt to start an infusion in the cath lab with a pump and when the nurse opened the door there was a bulge in the pumping segment. The rn then pushed a 10cc flush into the tubing to demonstrate and it did the same thing. Although requested, there was no other information received.

Event description:
It was reported that an alarm occurred upon initiation of an angiomax infusion in the cath lab, making the infusion difficult. When the nurse opened the door of the pump to troubleshoot, a bulge in the silicone segment of the primary tubing was noted. The nurse then pinched above the port and pushed a 10cc flush into the tubing to demonstrate and the bulge reoccurred. Although requested, there was no other information received.

Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows a bulge/ballooned in the silicone segment tubing near the upper portion of the upper fitment. The root cause of this failure was not identified.